Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that a newly implanted patient had a complicated post-operative course and was unable to be weaned from their ventilator. The patient also experienced multiple gastrointestinal (gi) bleeds post-operatively; anticoagulation medications were stopped which resolved the bleeds. The patient also suffered from renal failure post-operatively and required dialysis. The patient remained hospitalized and was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1, ¿introduction¿, lists bleeding, stroke, and multiple organ failures/dysfunctions (including respiratory failure and renal dysfunction) as adverse events that may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient suffered from an ischemic stroke. The patient experienced a decreased level of consciousness. The patient was diagnosed via computed tomography (CT) scan. The patient's anticoagulation had previously been stopped secondary to frequent gastrointestinal (gi) bleeds. There was no sequelae from the stroke. The patient had a complicated post-operative course and was still hospitalized and stable.